Event description:
The customer reported that the AED cable was not working. The symptom was clarified as the internal paddle set failed to discharge during use on a patient. The user switched to another internal paddle set immediately to deliver therapy. There was no negative impact to the involved patient.

Manufacturer narrative:
(B)(4): the device was evaluated by an authorized support distributor. The symptom was confirmed. The cause of the issue was localized to a failed internal paddle set. The device remains at the customer site. The customer was given a quote to replace the internal paddle set. This was a malfunction of the internal paddle set.